Event description:
It was reported that the customer experienced high blood glucose levels after an infusion set change. The customer treated himself with insulin pump therapy but his blood glucose continued to rise. The customer later discovered that a safety cap used while bathing was stuck in the quick release. This caused the customer to believe the infusion set was connected when it actually was not allowing insulin to come through and into the customer's body. After an infusion set change, the customer correct his blood glucose. The customer then mentioned that the sensor failed to notify the customer of his low blood glucose. The customer's blood glucose was 34 mg/dl. The customer treated him with (B)(6) syrup. The insulin pump had been alarming lost sensor during the night and, upon removing the sensor, the sensor was all curled up. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.